Manufacturer narrative:
The customer call included report of four (4) elevated patient results. This report documents one patient result. Separate mdrs are filed for each result. The report numbers associated to this report are referenced in the 3500a form for traceability.

Event description:
The customer contacted leadcare technical support (ts) for assistance with questions concerning the reportable range for patient test results as they have gotten several elevated patient results. The customer reported that one patient's blood lead test result obtained in (B)(6) 2025 using the leadcare ii system was 4.2 ug/dl. The patient was not sent for confirmatory testing as the customer was unaware of the recommendations to do so. The customer stated that she would perform confirmation testing in the future. The customer also stated that she had questions about the state of michigan reportability requirements for patient blood lead test results. The customer indicated that she was not reporting patient results that were between 3.4-63.0 ug/dl as she thought they were not reportable. Ts addressed the customer's questions and provided her with a link to the michigan state lead resource. The customer indicated that she intended to follow-up with the state. The customer was unable to provide additional detail to support further investigation into the claim of elevated patient blood test results.